Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical services manager reported that a surgeon noted a posterior rent in the capsule in a patient's right eye during laser assisted cataract surgery. Surgeon removed the capsulotomy without any issues. Hydrodissection was done. Upon finishing phacoemulsification, posterior rent in capsule was noted. Surgeon is unsure when the rent occurred in the process. Cortex was removed. An anterior vitrectomy was performed. An anterior chamber intraocular lens was placed in the sulcus. The rest of the procedure was completed without further incident.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).